Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6fr sheath, after a peripheral intervention procedure. Reportedly, after suture deployment, the knot of the proglide device did not appear in the correct location and remained in the device, with three proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported knot of the proglide device did not appear in the correct location and remained in the device was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported knot of the proglide device did not appear in the correct location and remained in the device appears to be related to the suture knot pulled out with the device due to friable tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.